Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device door roller was broken. The customer contact's reported e378 (I/o valve failure) error code was noted in the device history, but was not duplicated during testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device door roller was broken. The device was returned to the biomedical department for a report of e378 (I/o valve failure) malfunction. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.